Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), high pacing threshold, and unsersensing. Rv lead dislodgement was suspected. Additional information was received, stating that the patient underwent a surgical intervention and a new rv was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional surgical intervention that was required. The device is not expected to be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), high pacing threshold, and undersensing. Rv lead dislodgement was suspected. The patient underwent a surgical intervention and a new rv was replaced. No adverse patient effects were reported.